Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). The field service representative (fsr) inspected the instrument and performed extensive troubleshooting which included part replacement and quarterly maintenance. However, a definitive likely cause of the result issues and error codes could not be determined. The architect c4000, serial number (B)(6) was considered the likely cause of the issue. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect system, likely cause parts, or discrepant results as described in this complaint. The device history record was reviewed and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6) was identified.

Event description:
The customer observed falsely decreased calcium and potassium results generated on the architect c4000 processing module for one patient. In addition, customer stated the instrument was experiencing some instrument errors 3382 (unable to process test, internal wash pressure error) and 7521 (run request denied, water bath temperature is out of range). The customer did not release the falsely decreased results out of the lab. The sample was repeated and the results were normal. The following data was provided: 24may2024 sid (B)(6) calcium result = 2.71 mg/dl, repeat result = 9.38 mg/dl (normal) potassium result = 1.2 mmol/l, repeat result = 3.6 mmol/l (normal) there was no impact to patient management reported.